Manufacturer narrative:
During inspection and testing, the reported issues (free play and low angulation) were confirmed and found to be caused by wear of the angulation wire. In addition, service found the suction cylinder was dirty, the water removal ability was out of specification due to clogged nozzle, the adhesive on the bending section cover was detached, the bending section cover was discolored, the connecting tube was scratched, the universal cord was scratched, the objective lens was scratched, the adhesive around the objective lens was scratched, the distal end was scratched, the electrical connector was corroded, the switch button #2 was scratched, the protector of the universal cord on the control section side was scratched, the grip was scratched, the displayed image had black dots due to damaged charge-coupled device unit, there was a leakage due to deformed scope connector, and the insulation resistance value was out of specification due to damaged acoustic lens. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was play in the angulation and the angulation was low in all directions. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator and there was a scratch on the acoustic lens which reached to the adhesive layer. This report is being submitted for the malfunctions found during device evaluation (foreign material in forceps elevator and scratch on acoustic lens which reached to adhesive layer). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Additionally, it¿s likely the deep cut in the acoustic lens was due to physical stress such as dropping or hitting. The final root cause of the physical stress was unable to be identified. The following is included in the instructions for use: ¿important information ¿ please read before use. Caution. After using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures. Warning; all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Important information ¿ please read before use. Warnings and cautions; caution; ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. ·to prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b3, b5, e1, e2, and e3.

Event description:
Additional information was received from the user facility regarding the reported event (play in the angulation and the angulation was low in all directions): the reported event was observed during routine inspection by the customer.